Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore device in a fully primed position without protective tube inside device packaging. No other visual anomalies are observed. Based on the review of the photos, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent anultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure the device cannula was not fired and firing button got stuck. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.